Manufacturer narrative:
The customer reported that their facility experienced a power outage in the med surge department after which their central nurse's station (cns) shut down, came back on for 5 minutes, and then shut down again. The customer also reported that their cns is displaying a "network service disconnect" error. No harm or injury was reported. They were able to resolve this issue by restarting the cns.

Event description:
The customer reported that their facility experienced a power outage in the med surge department after which their central nurse's station (cns) shut down, came back on for 5 minutes, and then shut down again.